Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. It was also reported that a cartridge change error occurred. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.